Event description:
It was reported that the patient presented to the hospital with a low heart rate. Upon interrogation, it was noted that the right ventricular leadless pacemaker exhibited intermittent capture. Programming changes were made. The patient was stable.